Event description:
No delay in pt diagnosis. Pt was high risk therefore, full review of the slide was required. Case presented had no trigger cells in the 22 fields of view to prompt autoscan. Full review of the slide during qa showed abnormal cells outside of the fields of view.